Event description:
It was reported that a malfunction occurred with code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support to reset the pump, and the issue did not recur. The customer was advised to continue using the pump and instructed to call back if the malfunction code appeared again.